Event description:
Information was received from the healthcare provider (hcp) and patient via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that patient had withdrawal symptoms during normal life of pump. A rotor study completed by provider. Actions/interventions taken to resolve the issue included replacement. The pump and catheter were replaced, catheter abandoned- not explanted. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 04-jun-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 19-aug-2018, UDI#: (B)(4) h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Analysis of the returned portion of the catheter found ¿catheter body - damage to transition tube¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.